Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
A spherical blade is reported as backing out of a hindfoot arthrodesis nail that was implanted in (B)(6) 2011. Patient was revised and a new blade was placed. This is the first of 2 reports submitted on this event.